Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switching episodes due to far-r oversensing during cap confirm threshold searches were observed. Programming changes were recommended. Patient was asymptomatic.